Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 7 reciprocating saw was sent for evaluation due to running on its own during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there was corrosion in the trigger assembly, this can result in run-on, however no run-on was observed. This likely occurred due to not following recommended cleaning and sterilization methods.

Event description:
The system 7 reciprocating saw was sent for evaluation due to running on its own during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.